Manufacturer narrative:
(B)(4). Visual inspection noted fluid in the bag that contained the device. The leak was discovered to be coming from an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and tightening the blue winged luer cap. The next day there were no signs of a leak from the luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had leaked fluorouracil into the overpouch. This was noted before use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.